Event description:
It was reported that during 2 separate cases, the product flickered. The flickering occurred while following normal procedural steps using a safelight lightcable and scope adapter. The issue was resolved in the first case by power cycling the product. The issue was resolved in the second case by wiping both contact surfaces with an alcohol wipe. It was further reported that both cases were completed successfully and there were no reports of any adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.